Event description:
Dealer states that the end user claims the chair is switching drives on it's own. Dealer has not seen issue but consumer is adamant about this issue. No signs of physical damage. Replacing under warranty. The customer states per the dealer that she hit her armpad on a door because the drive switched to 3 and sped up.